Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A technician reported an incomplete flap on two patients. Flaps could not be lifted. Upon follow up, flaps were reported to be sticky. Flap lift was aborted and patients are to return for photo refractive keratectomy (prk). There are two related reports for this facility. This report addresses patient number one and another manufacturer report will be filed for the other patient.

Manufacturer narrative:
Additional information provided. At the visit on site, the field service engineer (fse) verified z-offset. Pmma depths were measuring 123 microns. Fse analyzed logfiles and found no errors. No technical root cause was identified as the product was found to be within specifications. Potential contributing factors to the incomplete flap may be movement of the patient, improper docking, too much fluid on the eye, inappropriate setting of spot separation or pulse frequency of the laser and others. The manufacturer internal reference number is: (B)(4).